Event description:
As the perfusionist was setting up the cardioplegia delivery sys for the case, they noticed that the bridge portion of the set was incorrectly assembled in such a way that the drug to blood ratio would have been reversed. The set was replaced and never used in the case. No pt was involved in this event.